Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection and functional testing were performed. During leak testing a hole near the port at the rf weld was observed. The reported issue was verified. The cause of the condition was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) effluent bags leaked; further described as ¿leaking effluent from the site where the tubing goes into the bag¿. This occurred during use of the devices for draining. There was no patient injury or medical intervention associated with this event. No additional information is available.